Manufacturer narrative:
(B)(4). Concomitant medical products: 00830001300, tm ankle talar component, 62416036n, 00235701808, periarticular locking plate fibula, 62745572, 00830005300, tibial insert component, 62637225. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01360, 0001822565 - 2018 - 01361. Remains implanted.

Event description:
It was reported that the patient underwent an initial ankle procedure. Subsequently, the patient underwent observation for heterotopic ossification treatment. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; a5; b4; b5; d2; g2; g3; g6; h1; h2; h6. H10: related report numbers: 0001822565-2018-01360-2. 0001822565-2018-02870. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left ankle arthroplasty approximately ten (10) years and seven (7) months ago. Subsequently, the patient reported approximately two (2) years and two (2) months after the initial surgery the patient complained of moderate swelling, stiffness, and pain which lead to a finding of heterotopic ossification. No treatment was provided and the patient reported satisfaction with their ankle.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was confirmed by review of x-rays provided. X-ray reviewer stated subtalar and midfoot fusion.. Bony fusion is noted along the medial and lateral ankle secondary to heterotopic ossification. Mild bimalleolar ankle soft tissue swelling. Osteopenia. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial ankle procedure approximately four years prior. Subsequently, patient underwent observation for heterotopic ossification treatment. It was also reported the patient suffers from pain, swelling, and limited range of motion.